Event description:
Account states they obtained discrepant results for a patient phosphorus. The initial result was 5.4 mg/dl and when repeated gave results of 13.2 and 3.5 mg/dl. The incorrect results were not reported. The field service rep found the r2 probe was misaligned and repaired the instrument.